Event description:
It was reported that (1) device was used during an laparoscopic donor nephrectomy procedure. It was reported that the device misfired by shooting out clip after a clip was applied. Another device was opened to complete the case. There was no consequence to pt.